Event description:
Boston scientific received information that the left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms with loss of capture (loc) at maximum outputs of 7.5v@2.0ms. A revision procedure was performed and the lv lead was surgically abandoned and the device was explanted. A new device system was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.